Manufacturer narrative:
Attempts were made to obtain further information regarding the device repair information. To date no further details have been received. The service history record was reviewed, and no repair information was found. Product support advised customer replaced user interface assembly. The customer responded to product support the issue is resolved, but no repair details were provided.

Manufacturer narrative:
Per biomedical engineer the repair was completed by replacing rp-ui assembly second generation v60.

Manufacturer narrative:
The customer reported that the unit was not in use on a patient.

Event description:
The customer reported that the staff plugged ac cord in and unit turned on by itself. The customer contacted product support and caller advised was able to duplicate the issue. The caller advised replaced bezel which had the power switch overlay and still has same issue. Product support advised caller suspect the user interface pcb. Product support advised will need to upgrade the unit to 2.10 or higher. The caller request part ID for ui assembly. The customer reported that the unit was not in use on a patient.